Manufacturer narrative:
Mindray service representative replaced the o2 sensor, calibrated the tested the unit.

Event description:
Customer reported the anestar anesthesia system displayed low o2 readings. No patient injury was reported.